Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria soft ureteral stent was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6)2022. During the procedure, when attempted to insert the tria soft ureteral stent inside the patient, it became buckled and torn. It was noted that a grasper was used to remove the stent. The procedure was successfully completed with another tria soft ureteral stent. There were no patient complications reported as a result of this event.